Event description:
It was reported that the patient was experiencing severe pain at the implantable pulse generator (ipg) pocket site. A CT scan was performed, and the scan results were normal. The patient was placed on antibiotics and muscle relaxer. The patient is now doing well.